Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on 02-oct-2022 and 09-oct-2022. Therefore, the blood glucose level of the patient at the time of event was 523 mg/dl. The issue occurred with 3 same type of infusion sets and were used for 2-3 day each time. The patient tried to correct blood glucose by correction injection via mdi (multiple daily injection). The patient replaced the infusion set and insulin was resumed successfully. No further information was available.